Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Mentor¿s psr exemption #e2007003. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: mentor memorygel 455cc silicone breast implant, cat#:3505455bc sn#:(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). Mentor¿s psr exemption #e2007003. It was reported that a (B)(6) caucasian female patient underwent an unknown breast augmentation with mentor memorygel 455cc silicone breast implants which the right side ruptured after implantation. The issue was confirmed by MRI examination. As a result patient underwent bilateral removal and replacement as follow: right replaced with catalog number 3505535bc, serial number (B)(4), and left replaced with catalog number 3505535bc, serial number (B)(4) on (B)(6) 2018.